Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during follow-up, the device was interrogated and it did not display the remaining longevity or current battery voltage. The patient was brought back to the clinic for another follow-up. Routine testing was performed and all values were within normal range and values displayed normally. The device remains in use. No patient complications have been reported as a result of this event.